Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) shock impedance rose to approximately 108-175 ohms, among various lead vector configurations, on the right ventricular (rv) channel. The shock impedance was reportedly stable in (B)(6). It was also noted that in (B)(6) of 2014, the shock impedance was about 93 ohms from a 11 joule shock. The patient was to follow-up with an area electrophysiologist and no further information is known at this time. No adverse patient effects were reported.

Event description:
Additional information indicated that high shock lead impedances continued to be measuring about 141-177 ohms, on the right ventricular (rv) lead. The rv lead was subsequently abandoned surgically and replaced, as a result. The implantable cardioverter defibrillator (ICD) remains in service. The cause to the issue remains unknown. No additional adverse patient effects were reported.